Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported damage to the system controller white power cable strain relief was confirmed via visual analysis of the photo submitted to this complaint. The reported atypical power cable disconnects, low battery hazard, no external power, and backup battery in use events were also confirmed via the analysis of the submitted log files. The analysis of the provided image revealed that the white power cable connector's strain relief had breaks and bents of the strain relief's spiral; however, there was no noticeable tear on the cable's outer jacket. The submitted for analysis heartmate 3 controller (B)(6) event log file contained patient event data from 20nov2022, 15:03:40, to 23nov2022, 03:25:42 (approximately 3+ days). The pump maintained a speed above the low speed limit without issue throughout the event history. There were several power loss events on 23 nov 2022, between 03:15:36 and 03:16:04. The patient was switching power from battery power operation when the events occurred. When the white power cable was already disconnected (time stamp 03:15:16), the bus and rsoc voltage of the black power cable dropped to 0v, indicating that the black power cable was also disconnected. At these times, the controller was alarmed by power cable disconnect, low external power hazard, and no external power alarms because both power cables were captured as disconnected from the external power sources. During these events, the controller continued to support the pump at the set speed while being supported by its internal backup battery, as designed. The no external power alarms cleared once one of the power cables was reconnected to external power. According to the account information, the loss of power events occurred when the patient went to the bathroom, as he was in a rush to use the bathroom. The log file review also captured atypical power cable disconnect alarms coincident with rsoc invalid faults while connected to battery power on the white and then on the black power cables. The alarms cleared shortly after activating. Pump operation was not affected during all of these events. The heartmate 3 system controller was not returned for analysis. As a result, the exact cause of the reported white power cable damage could not be conclusively determined in this analysis. However, the root cause of the no external power/loss of power, low battery hazard, and backup battery in use events is a user error in which both power cables were disconnected from external power simultaneously. As the system controller is unavailable for evaluation, this complaint file will be closed without further action. If the product is returned later, this complaint file will be reopened. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault, no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller (B)(6) was shipped to the customer on 24nov2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's device experienced power cable disconnects, low battery hazards, no external power alarms, and external backup battery in use events on 23nov2022. During that time the patient went to the bathroom and connected to battery power. The protective covering of the white connector of the system controller to the power cables had breaks/bents, but the controller was not exchanged. The alarms resolved, the power cables were connected properly and securely, the external batteries were being charging correctly and the battery slots were cleaned and no debris was noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The protective covering of the white connector of the system controller to the power cables had breaks/bents but no obvious tears.